Event description:
It was reported that an expired product being used.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: expired product being used. Probable root cause: poor printing. Error in printed materials. Use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that an expired product being used.